Manufacturer narrative:
The product was not returned for analysis. It was reported that haptic was observed to be stuck to the optic after implantation. The root cause of the reported issue is deemed to be related to manufacturing process change that increased the likelihood of company lens haptics adhering to the optic surface following delivery with the company preload device. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4).

Event description:
A health care professional reported that during an intraocular lens (iol) implant procedure, it was noted that the lens upper haptic remained stuck to the posterior surface of the optic. Despite rinsing, it took more than 5 minutes to detach. There were no consequences for the patient. Additional information has been requested.

Manufacturer narrative:
This product is not approved or introduced into commercial distribution in the united states. However, this medwatch is being filed based on a similar product (cnatt3-t6) that is sold in the united states under (PMA/510(k) # (p190018). The product was not returned for analysis; the lens remains implanted. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).